Event description:
Pt has juvenile diabetes and uses the medtronic/minimed paradigm insulin pump for their daily insulin delivery. They have had problems with this pump alarming without giving them an alarm code reading. This pump is the pt's life line - without insulin they will die. If the pump doesn't work correctly and alarms without telling them the problem it's hard to fix. Also rptr feels tech support/customer sevice with this company is awful. According to rptr, when one calls for help they are on hold 30 + minutes. Sometimes 30 minutes when trying to treat a blood sugar problem is too long to wait before an adverse reaction happens. Same with hte function of the pump.